Event description:
Consumer complaint of high control results. Control test results were 231 mg/dl and 241 mg/dl for a control range of 153-207 mg/dl. Control test result was 218 mg/dl using a second vial of strips from the same lot. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).